Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, water ingress and insect infestation were observed. The device was returned to the customer unrepaired.